Event description:
It was reported that the user experienced difficulty attaching and locking the cartridge with the connector while performing a supply change with a steel infusion set and troubleshooting and education were provided over the phone without resolution before the call ended. Customer care provided assistance which included phone-based troubleshooting. Investigation of this case revealed that the issue source could not be verified due to time constraints and inability to complete the procedure. No clinical symptoms during the attempted setup reported. Outcomes included discontinuation of the attempt and initiation of backup therapy. It was concluded that the reported event remains unconfirmed with no determination of user error, dexterity limitation, or device connector malfunction.